Manufacturer narrative:
"Information contained in this report was previously submitted through psr on 23/jul/2018 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, broken shell, missing shell and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified sharp broken on radius due to a surgical impact opening, for the stress mark in the shell, wear abrasion and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius due to a surgical impact opening; missing shell due to inconclusive reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. Device was explanted.